Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged despite the use of multiple usb cables and wall adapters. Subsequently, the pump shut down. The customer's blood glucose (bg) level was 585 mg/dl. Bg was addressed via manual injection. The customer reverted to an alternate method of insulin therapy.